Manufacturer narrative:
The insulin pump was programmed with the current date and time and was monitored for several days. No unexpected check settings alarm was noted during testing. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 118 mg/dl. The customer reported a reprogram alarm or check settings alarm from the insulin pump. It was reported that the alarm occurred after setting the time of the insulin pump and before rewinding it for the first time. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.